Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information received: surgery date (B)(6) 2021. Device used was a echelon reload blue (not green ) with unk lot used with an echelon powered, unk code and lot. It was indicated that the leak occurred on the third / fourth day. The leak occurred on a latero-lateral anastomosis in right hemicolectomies. Patient was re-operated and now is fine. Additional information was requested, and the following was obtained: was a leak test performed? No. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 10. How was the leak identified? By symptoms, laboratory test and CT scan. What was observed at the site of the leak upon reoperation? Presence of fistula on the suture line. How was the leak addressed? Ostomy. Please provide a timeline of the event. (B)(6) surgery date- reoperated on (B)(6) 2021. Where there any staple formation issues noted throughout the care of the patient? No. Does the surgeon believe the complications experienced is directly attributed to the stapler or were there other contributing factor such as patient tissue condition? Stapler. Product psee60a lot v9471x, -ecr60b lot 259a97. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy the surgeon reports having an anastomotic leak following the use of ecr60g. The surgeon noted the leak in the post-operative period. No problem occurred intraoperatively.